Event description:
The balloon inflation volume was at 6-7 ccs when deflation failed and at 7 ccs when the balloon burst. The inflation medium used was 50% saline and 50% isovue 250 contrast. A vacuum was not applied to the balloon catheter prior to insertion into the patient. After the patient's ureter ruptured, the physician removed the balloon and placed a permanent stent in the ureter and aborted the pcnl procedure. The patient was not hospitalized past this date. However, the patient returned on (B)(6), 2011 and the physician performed a successful pcnl procedure without any complications. The patient was stable after this procedure. The patient's current condition was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential root cause for this event. A visual analysis of the returned device revealed a tear near the distal bond of the balloon. The balloon bonds were found to be continuous and intact and within specifications. No other defects were noted to the balloon or balloon catheter. Operational context contributed to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an occluder occlusion balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure. The patient age was reported to be over 18 years. According to the complainant, the balloon was placed in the patient and inflated. The patient was turned to a prone position and access into the kidney was achieved through the patient's side with a guidewire (size and type unknown). The physician then attempted to deflate the balloon several times but was unsuccessful. The physician decided to force the balloon to burst by increasing inflation pressure. The balloon then burst within the patient's ureter at an unknown pressure and caused the ureter to rupture. A nephrostogram confirmed the rupture in the ureter. It was reported that a stone in the patient was not removed. The physician aborted the pcnl procedure and a stent was placed. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown.